Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.

Event description:
It was reported that during surgery, there is a 1¿2 mm gap on one side of the device, which is preventing the locking mechanism from engaging. There was no patient impact or delay. Due diligence is complete and there is no additional information available.